Manufacturer narrative:
The lens was returned in a specimen cup inside. Blood and solution was died on the lens. The optic has scratches and scuff marks in the shape of an instrument used to grasp the lens observed in and around the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric diopter (2.25cyl), add power +2.2 & 3.2 lens model was replaced with a non-compony monofocal lens. Due to the exchange of a multifocal toric lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient reported of blurred visual acuity. The clinical reason was refractive error. The iol was exchanged in a secondary procedure for monofocal lens. Additional information has been requested and received stated that event caused due to pre op measurement, and there was no patient harm.